Manufacturer narrative:
Note: this event occurred on the canadian market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.a follow up will submitted when additional information become available.

Event description:
It was reported that the pressures measured by the cardiohelp ware all negative (due to a fail of the sensor panel). The failure occurred during primiing. As a pressure failure was reported, which is a potential risk for a patient, a report is needed.no harm to any person has been reported.complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the pressures measured by the cardiohelp ware all negative (due to a fail of the sensor panel). The failure occurred during priming. No harm to any person has been reported. As a pressure failure was reported, which is a potential risk for the patient, a report is needed. A getinge field service technician (fst) was sent for investigation. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. It was confirmed, by fst, that no corrosion or mechanical damages were found on the sensor panel. A similar failure was investigated by getinge life-cycle-engineering with following conclusion: the most probable root cause that the wetting of the socket plan from the hls connector affected the measurement voltages. This lead to the unstable value changes. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instructions for use (IFU) of the cardiohelp (chapter"cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2022-07-07. The review of the non-conformities has been performed on 2025-06-03 for the period of 2022-07-07 to 2025-03-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressures measured by the cardiohelp ware all negative" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.